Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. With this investigation it hasn`t been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be determined due to lack of information and the lack of evidence in the logfiles. There was no patient or user harm.

Event description:
The customer complain that the ventilator switch off itself.